Event description:
The customer reported falsely elevated alinity c phosphorus2 generated from alinity c processing module (sn: (B)(6) and provided the following data: on (B)(6) 2025 sample ID (B)(6), initial result was 2.6 mg/dl. The sample was repeated and generated the following results 1, 1, 1, 1, 1, 1, 1, 1, 1.1, & 1.1. When repeated on another analyzer (sn (B)(6) the result was 0.8 mg/dl. The customer reported that they feel that 0.8 mg/dl is the correct result. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00441 under a different suspect device. A1 - patient identifier: (B)(6) (complete sample ID). The alinity c processing module, serial number (B)(6) was evaluated. Upon analyzer assessment, debris was found in the cuvette wash probe 3 and the r1 reagent probe was bent and not dispensing properly. The debris was removed, and the alnty c reagent probe was replaced, which resolved the issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module or the alnty c reagent probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alnty c reagent probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) and the alnty c reagent probe.